Manufacturer narrative:
The device has not been received for analysis. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
During a pulsed field ablation (pfa) single shot procedure to treat a paroxysmal atrial fibrillation, a faradrive steerable sheath was selected for use. During insertion, blood droplets were visible at the hydrostatic valve of the sheath, and it was observed that the sheath was leaking. No air was visible in the sheath. The sheath was replaced and procedure was completed. No patient complications were reported.